Event description:
Pt needed to replace the transfer set because the occluder feel had broken, and leaks aer observed when the minicap is removed. The reported transfer set was placed on an unk date. The pt began apd therapy in 2004. There was no pt injury or med intervention associated with this incident.